Manufacturer narrative:
The complainant indicated that the device has been disposed of, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a colonoscopy/polypectomy procedure performed in 2009. According to the complainant, during the procedure and following "approximately 8-12 passes (injections) the physician advanced the needle forward, but all he could see was the catheter tip - no needle". The device was removed from the scope without difficulty. The physician used the camera and the suction function of the colonoscope to try and locate the needle, but was unsuccessful. A second interject injection therapy needle catheter was unable to be passed down the scope due to a blockage (potentially from the needle). Another colonoscope and the second interject injection therapy needle catheter were used to successfully complete the procedure. The scope was evaluated, but the needle could not be located. No further attempts by the physician to locate the needle have been made at this time. It was reported that "the physician feels confident that the needle is not within the patient." A successful polypectomy was then completed. The scope was evaluated, but the needle could not be located. There were no patient complications reported as a result of this event. The patient's condition during the procedure was stable. The patient was reported to be fine at the conclusion of the procedure.